Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 416 mg/dl at the time of incident and 373mg/dl at the time of the call. Troubleshooting found that the pump passed the displacement test and was able to rewind. Customer was advised to monitor the pump, follow up with their doctor and to call back if any further issues. No further assistance necessary.